Manufacturer narrative:
(B)(4). Investigation summary: the device was received with the shroud separated. In addition, the device was received with the I-blade lower tip broken off not returned. Due to the condition of the device, no functional test could be perform. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. No conclusion could be reached how the shrouds got separated. Additionally as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, according to the surgeon, the generator showed error message from the beginning of the surgery (he could not remember what was writing on the screen was). After 30 minutes of use, he struggled to open the jaws of the device properly. He then decided to take a new one. There was no delay, surgery was successfully completed, and there was no patient consequence.